Manufacturer narrative:
Patient's post-op uncorrected visual acuity (ucva) was 20/20. Lens was returned dry in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens within specifications. Functional inspection found the lens within specifications.(B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaints reported for units within the same lot. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, diopter -11.50/+0.5/x013 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the patient began to experience refractive surprise. On (B)(6) 2017 the lens was exchanged for same size, similar diopter lens. The problem was resolved. As of the date of MDR submission the lens has not yet been returned.